Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot numbers used for the customer's cobas e 411 and the external laboratory's cobas e 411 were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable hcg+b results from one patient sample tested on the customer's cobas pure e 402 analytical unit (e402-a with serial number (B)(6) and e402-b with serial number (B)(6)), the customer's cobas e 411 with an unknown serial number (e411-a) and an external laboratory's cobas e 411 with an unknown serial number (e411-b). On (B)(6) 2023: the initial result of the initial serum sample from e402-a was 0.2 miu/ml with a data flag. The first repeat result of the initial serum sample from e402-b was 0.2 miu/ml with a data flag. The result of the initial serum sample from a racombigen clear & sure (anti-hcg antisera on membrane) card test was a "strong positive". The second repeat result of the initial serum sample from the e411-a was 0.2 miu/ml with a data flag. The initial serum sample was sent to an external laboratory. The third repeat result of the initial serum sample from the e411-b was "170 positive" (the unit of measurement was requested but not provided). On (B)(6) 2023: the results of the new patient serum sample from the e402-a and the e411-a were both "negative." The result of the new serum sample from the card test was "negative." The patient received the negative results.